Event description:
It was reported that, after placing the final implants in a cori-assisted tka procedure, the doctor decided to take additional distal femur, so they went back and adjusted plan to take additional distal resection. A ¿system console bad¿ message was displayed. They pressed continue and attempted to re-seat the bur. They were not able to remove bur despite being unlocked. The white drill led on front of console was noticed to be flashing. They unplugged and re-plugged the drill and the bur was successfully removed. However, they were unable to get 2 full clicks to re-engage the bur. They switched out long attachment, re-seated the bur, re-calibrated and continued the case with a delay of fewer than 30 minutes. Upon shutting down the case "critical error, system fault" message appeared. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. The case files were not submitted for review. However, the "system console is bad" error message occurred after the reported "robotic drill cable disconnected" error, making the reported complaint a likely occurrence of a known software bug that has been corrected in the release of cori-v1.4.3 software. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc.this situation is captured in the optimus risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the cause of the reported complaint could not be confirmed, escalation actions applicable to the scope of the complaint as reported have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.